Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was the patient has been leaking a lot into their diapers and sometimes they don't even realize it. The patient wanted to increase their stimulation because they haven't increased their stimulation in a long time. When asked for event date, patient said "quite a while back ago". Agent walked the patient through increasing their stimulation and patient increased to a comfortable level. When patient was increasing stim, they stated they've "lost feeling back there" but did not elaborate on this comment and did not make an allegation but then said they do not feel stim. Patient will monitor symptoms. Patient said they are seeing their hcp today. Additional information was received from the patient. The patient called back and stated that they spoke with a manufacturing representative a few days ago and they helped the patient make some adjustments but the therapy still wasn't helping as much for their symptoms and that if they went higher than the3.3 ma they were at on program 4, they felt it in their penis like an electric shock. Patient mentioned that their symptoms still continued since their previous call with agent and that they met with rep at one point (maybe in (B)(6) 2023) in their health care provider (hcp) office and they used their "computer" to check if any wires were loose and all was well when the check was done. Agent reviewed stimulation considerations with the patient and suggested the patient try another program given they couldn't go any higher on their current program. The patient stated they thought they'd tried programs 1-5, but decided since they were on program 4 now, they wanted to just go to 5. Patient switched to program 5 with the assistance of their spouse because they "couldn't see back there" and increased the stimulation up to 6.8 ma on program 5 but they weren't feeling the stimulation. Agent reviewed battery longevity considerations with the patient and redirected the patient to follow up with their health care provider (hcp) and reminded patient they still had programs 6 and 7 to try yet. Patient stated they would just leave the stimulation where it was and follow up with their health care provider (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.